Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 laser fiber was used in a ureteroscopy laser lithotripsy procedure in the kidney performed on (B)(6) 2021. During the procedure, the fiber was not breaking up the kidney stone. The physician checked the connection and the green part of laser fiber was noted to be extremely hot. There was no burn injury to the user or to the patient reported. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 306.2 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 4 mm and appeared unused and in good condition. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed a distorted light from the sma connector, indicating a fracture within the fiber connector, likely leading to the reported fiber connector overheating. The exposed glass tip appeared unused, in good condition. No degradation was observed. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 10, 2021 that a flexiva 200 laser fiber was used in a ureteroscopy laser lithotripsy procedure in the kidney performed on (B)(6) 2021. During the procedure, the fiber was not breaking up the kidney stone. The physician checked the connection and the green part of laser fiber was noted to be extremely hot. There was no burn injury to the user or to the patient reported. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.